Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit but was unable to confirm the reported issue.